Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display as a result of corroded interface board and motherboard. Further testing could not be performed due to the frozen display.

Event description:
The customer reported that the insulin pump had an error alarm. The customer could not clear the alarm, and the buttons were unresponsive. No further info was provided.